Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 05 occurred. Reportedly, the customer had followed the prompts during the load sequence. Reportedly, customer loaded a new cartridge to resolve the issue. Customer's blood glucose (bg) level was approximately 300 mg/dl with high ketones. Ketone levels were identified as life threatening by health care provider. Elevated bg was addressed by manual insulin therapy.